Manufacturer narrative:
Analysis of the 5x38x120cm balloon catheter yielded a stent located between the radiopaque markers. Slight flaring of the distal end of the stent was evident. Passage into and through the supplied cook check-flo introducer was successful with no notable movement of the stent. Removal of the stent in the distal direction was possible with a firm motion in the distal direction. Crimp marks were evident on both the dilatation zone of the balloon and the shaft underneath it. A review of the device was completed and anomalies were discovered. Data recorded by quality control indicates that all specifications have been met. Without an understanding of the complications encountered during the procedure as well as the remainder of the equipment used, it is difficult to reproduce the exact scenario which occurred in the catheter lab and therefore determine root cause. Based on the limited amount of info provided and no issues observed with either the data retained in quality control or the observations recorded, atrium can find no fault with the manufacturing process or the catheter in question.

Event description:
Stent was dislodged when placing into the cook check flo 7fr guide catheter. The procedure was for restenosis of sma bare metal stent.